Manufacturer narrative:
Please note that this device is not available for testing and eval. Additional info received will be submitted within 30 days upon receipt.

Event description:
Pta was being performed on a lesion in the subclavian vein with 90% stenosis of 10mm in length in a 6mm vessel diameter with moderate vessel tortuosity. The lesion was also moderately calcified. Access was made from brachial vein. Initially, a 10x40mm smart control stent was intended to be placed in the target lesion only (actual length was unk). But the stent was placed distal to the intended position and did not cover the lesion at all. The placed stent was successfully removed with an ensnare catheter and the target lesion was treated with poba. There was no adverse event and the pt was in stable condition. The device was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. The product appeared normal before the procedure. There was no difficulty advancing the sds over the guidewire and the smart control locking pin in place during advancement towards the lesion. The locking pin was not removed before attempting to deploy the smart control and the sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. Additional details were requested, but were not available.